Manufacturer narrative:
Due to the sudden departure in personnel with esg production accounts, bovie medical has been trying to get several new esg production accounts since september 14, 2018. Due to signup difficulties with the electronic process, we have only just now received the first new product account today (october 8, 2018) to be able to submit reports that we have been unable to submit prior to today. As such, this report is late due to these electronic submission difficulties.

Event description:
Patient reported changes to skin color and texture after undergoing a dermal resurfacing procedure.